Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 157444 m2a magnum mod hd sz 44 mm lot# 894050, 192410 echo por fmrl red nc 10x130mm lot# 984810, 139256 m2a-magnum 42-50 tpr insrt std lot# 630920. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 - 02407.

Event description:
It was reported patient underwent a revision procedure sixteen years post implantation due to elevated ion levels, metallosis and pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.